Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat chem8+ cartridge yielded unexpected results for sodium and chloride. The same sample was tested on (B)(6), 2010 on the I-stat at 14:46 and in the laboratory at 16:12: sodium, I-stat results: 125 mmol/l, lab results: 144 mmol/l. Chloride result, I-stat results: 109 mmol/l, lab results: 103 mmol/l.